Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the needle was returned attached to the suture. The suture was returned broken at the base of a barb, 4 1/5 inches from the needle attachment point. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Functionally, on the opened complaint device was precluded as the suture was returned broken. It was reported that the needle broke and visually, it broke from the thread. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the suture broken. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic curvative of prostate cancer procedure, in the bladder urethral anastomosis, while employing a continuous suturing technique, the needle broke. Visually, it broke from the thread. To resolve the issue, a new sutureof the same type was used. There was no patient injury.